Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("back pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain"), skin disorder ("skin issues"), pain in extremity ("foot pain") and headache ("headaches"). The patient was treated with surgery (tubes and coils removed). Essure was removed. At the time of the report, the back pain, arthralgia, skin disorder, pain in extremity and headache was resolving. The reporter considered arthralgia, back pain, headache, pain in extremity and skin disorder to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : arthralgia , back pain, pain in extremity , headache, skin disorder. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-mar-2019: quality safety evaluation of ptc no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("back pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain"), skin disorder ("skin issues"), pain in extremity ("foot pain") and headache ("headaches"). The patient was treated with surgery (tubes and coils removed). Essure was removed. At the time of the report, the back pain, arthralgia, skin disorder, pain in extremity and headache was resolving. The reporter considered arthralgia, back pain, headache, pain in extremity and skin disorder to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : arthralgia , back pain, pain in extremity , headache, skin disorder. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.